Event description:
It was reported that a left ventricular (lv) lead was attempted but not implanted as the lead dislodged and was unstable in the branch. A different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.